Manufacturer narrative:
H.6. Investigation: no product was returned by the customer. It was reported that they can not flush the set. One photo of the packaging was returned, however this does not verify the complaint. A device history record review for model 20039e lot number 21055091 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21055091 regarding item #20039e. H3 other text : see h.10

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged. The following information was provided by the initial reporter: cannot flush the set. On identifying this, other units describe similar problems.

Manufacturer narrative:
The customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged. The following information was provided by the initial reporter: cannot flush the set. On identifying this, other units describe similar problems.